Manufacturer narrative:
Concomitant medical products: product ID: 977d260, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
It was reported that intra-operative impedance testing performed at 0.7 volts showed impedances of >10000 ohms for all contacts on both leads. In an attempt to troubleshoot the situation, two different multi-lead trialing cables (mltcs) and two physician programmers were tried with no change. One of the trial leads was also changed out with no change in impedance readings, despite the patient remaining in the same position. It was noted that stimulation with patient feedback was not tested at that time, because the impedance values remained high. Impedance testing was then performed at 1.5 volts, but the impedances continued to return "high" values. Impedance testing performed at 3.0 volts returned values ranging from 7000-13000 ohms. It was noted the "lead configuration was correct" throughout the testing. There were no symptoms associated with the event. Though the cause of the issue remained undetermined, the patient went forward with their trial and it was noted that "two days later the leads tested fine and worked." Additional information was requested; a supplemental report will be filed if additional information is received.